Event description:
It was reported that: "preop: loose stem; cup dislodged. Outcome: zimmer components put in."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.